Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR report: 1627487-2016-01086, reference MFR report: 1627487-2016-01088. It was reported the patient experienced pain at her scs lead(s) incision site. Consequently, the patient underwent surgical intervention and the physician determined the pain was caused by scar tissue at all of the leads incision sites. The physician explanted and replaced the patient's scs leads.